Manufacturer narrative:
A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on our observation of the attached photo, the reported issue most likely demonstrates lens subsurface nanoglistening (ssng). The root cause for the reported complaint could not be determined based on the returned photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo review: this photograph is of an iol (intraocular lens) through an undilated pupil. There is a mild opacity of uniform density on the majority of the lens within the capsulorhexis. The density is such that is seems unlikely to affect vision in a significant manner. The above findings likely demonstrate lens subsurface nanoglistening (ssng). Ssngs are caused by a phase separation of water (from the aqueous humor) on the iol subsurface, whereas glistenings are attributed to water phase separation within the matrix of the hydrated iol material. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, surgeon felt there was a film or sub surface nano glistenings on lens on consult two years after lens implant. Additional information has been requested and received stating that the lens was not explanted and there was no plan to explant the lens.